Event description:
The customer reported the system displayed a filament regulator failure error message and shut down. The error was attributed to weak batteries; therefore, the system was unable to provide enough power to create excessive radiation. There is no report of pt injury associates with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The system batteries were replaced. The system was then found to be operating as intended.